Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high and low blood glucose. The customer¿s blood glucose was 40 mg/dl, 400 mg/dl, 54 mg/dl 343 mg/dl, 40 mg/dl, 93 mg/dl and 97 mg/dl. It was reported that the cannula was bent. The insulin pump will be returned for analysis.